Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The blood glucose level rose to 20,0 mmol/l. The patient vomited and was admitted to the intensive care unit on (B)(6) 2020 and discharged after 9 hours.